Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose was into 38, 233, 184, 34 mg/dl. The insulin pump had insulin flow blocked alarm. The customer declined high blood glucose troubleshooting and stated that he was not sure if he was getting the insulin so her did a manual. The customer stated that his blood glucose got to 38 mg/dl due to over bolus yesterday. The troubleshooting was performed for insulin flow block alarm. Customer stated that the insulin exited. The product will not be returned for analysis.